Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable cholesterol gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 45 mg/dl. The sample was tested on another module, and the result was 209 mg/dl. The repeated result was believed to be correct as it correlated with the patient's clinical history.

Manufacturer narrative:
The alarm trace showed "abnormal cell blank difference" and "sample short s2" alarms. The qc was not acceptable. Several data points showed results outside of the acceptable range. Due to insufficient information, the investigation could not identify a specific cause of the event.